Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set was cracked and leaked. The following information was provided by the initial reporter: filtered primary line with a "cracked port". The nurse was priming the line and noted ns squirting out. 1. Re: lot: (10)22115017. If I can add this to the list for tomorrow and also to be put in with the non-cytotoxic batch for shipping back to bd. Does not contain drug in the line. The new incident was from yesterday-feb. 14. There was no direct harm thankfully because it was discovered during priming of the line with saline, not cytotoxic drug.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set was cracked and leaked. The following information was provided by the initial reporter: filtered primary line with a "cracked port". The nurse was priming the line and noted ns squirting out. 1. Re: lot: (10)22115017. If I can add this to the list for tomorrow and also to be put in with the non-cytotoxic batch for shipping back to bd. Does not contain drug in the line. The new incident was from yesterday-feb. 14. There was no direct harm thankfully because it was discovered during priming of the line with saline, not cytotoxic drug.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval no. D10: returned to manufacturer on: na. H6: investigation summary: the sample that was provided by the customer did not match the product the complaint was for. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 22115017 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.